Event description:
Patient initiated on hemodialysis treatment. Moments into the treatment the staff saw a drop of blood coming from the tubing after the venous chamber. When the staff wiped the tubing to more clearly see where the blood was coming from the tubing came apart from the bottom of the venous chamber. The treatment was immediately stopped and the tubing clamped. The system was disconnected from the patient and the needles flushed. The patient was moved to a new station and the machine was set up and prepared to initiate treatment. The system was discarded- blood loss was greater than 207cc (unable to quantify as the spill was on the floor. The patient will have a hemoglobin drawn prior to the next treatment on friday. Last hgb was stable at 11.6 lot number of the braun streamline tubing is 00755021.